Manufacturer narrative:
(B)(4). Concomitant medical products: l-plt rt reg 2.0 lactosorb sys; cat# 915-2101; lot# 181330. L-plt lt reg 2.0 lactosorb sys; cat# 915-2102; lot# 308570. Qty: 7 of lacto scr 2.0x7mm 2.0 sys 2/pk; cat# 915-2301; lot# 480430. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation.. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2021-00582, 0001032347-2021-00583, 0001032347-2021-00584, 0001032347-2021-00585, 0001032347-2021-00586, 0001032347-2021-00587, 0001032347-2021-00588, 0001032347-2021-00589, 0001032347-2021-00591.

Event description:
It was reported that a patient experienced swelling approximately 8 months after a piriform aperture with lactosorb for maxillary osteotomy. The patient has indicated for a revision, although it has yet to occur. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted to update additional information in section b4, b5, d4, g3, g6, h2, h3, h4, h6 and h10.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that a patient underwent a revision procedure approximately 8 months after a piriform aperture with lactosorb for maxillary osteotomy due to swelling. Attempts have been made and additional information on the reported event is unavailable at this time.